Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the collet at position #2 was bent. The fse replaced the collet and cleaned the tip sleeve. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette reagent and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc complaint number (B)(4).